Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-may-2023. [Additional information]: on 14-may-2023, limited additional information was received. The additional information indicated that the bleeding was noted when the thrombus was retrieved. The five (5) were successfully used to embolize and treat the bleed. Section e.1: initial reporter phone: (B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00286 and 3011370111-2023-00054. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Procedural hemorrhage is known potential complications associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap IFU as such. Clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, may have contributed rather than the design or manufacture of the device. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. Given the hemorrhage occurred during the procedure and device usage, although exact timing of occurrence regarding device usage is not clear, the relationship of the embotrap and the bleeding cannot be ruled out. Although there was no reported device performance issue/malfunction, this event will be conservatively reported to the usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Additionally, there was the need for additional intervention by usage of 5 additional coils to treat the bleeding. The complaint will be reassessed if additional information becomes available. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00286. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion from the internal carotid artery (ica) to the m1 segment of the middle cerebral artery (mca); the combined technique was employed using a 9f optimo¿ balloon guide catheter (tokai medical), an embovac large bore catheter (ic71132ca / 30729954), a phenom¿ 27 microcatheter (medtronic) and an embotrap system (catalog / lot number unknown). The details of the procedure are as follows: when the embovac catheter was removed from the hoop, the catheter appeared to have a defect; ¿like bent or broken off at the connection of the ID band and strain relief. On the physician¿s decision, the embovac catheter was to be used¿ and it was inserted into the 9f optimo¿ balloon guide catheter. The phenom¿ 27 microcatheter and the embotrap were inserted into the catheter without any problem. After the first pass, the combined system was removed from the patient¿s anatomy. It was reported that approximately 7-8cm from the tip of the embovac catheter was ¿deformed into a flattened shape. On the physician¿s decision, the system was to be used, and another attempt to insert the phenom¿ 27 microcatheter into the embovac again for the second pass, the phenom¿ 27 microcatheter became stuck at the connection between the ID band and the strain relief, which had appeared defective prior to use.¿ the phenom¿ 27 microcatheter could not be advanced, ¿resulting to difficult for use.¿ after the embovac catheter was pulled out, the second pass was attempted using a competitor aspiration catheter and the embotrap device, but the thrombus could not be retrieved. A competitor aspiration catheter and a competitor stent retriever were used and the thrombus was retrieved. It was reported that ¿the thrombus was eventually removed, but bleeding occurred during the procedure. The bleeding was managed with coil embolization using about five (5) coils.¿ it was reported that continuous flush was maintained. Post-procedure day one, the patient¿s condition was reported as beginning to stabilize.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-jun-2023. [Additional information]: on 07-jun-2023, additional information was received. The information indicated that the current status of the 78-year-old female patient is not known; there was no extended hospitalization required. The information indicated that the patient had a cerebral infarction; internal carotid artery obstruction which was originally presented. Detailed information regarding the occlusion / clot is not available other than the clot was solid. The embotrap revascularization device used was a 6.5mm x 45mm embotrap iii (et309645 / lot# unknown). Two (2) passes were made with the embotrap iii device (embotrap iii x embovac/embotrap iii x react 71 catheter). There was no device performance issue as related to the embotrap iii device during the procedure. The aspiration catheter used with the embotrap iii device was a react¿ 71 catheter (medtronic). The react 71 catheter was used with a 6mm x 40mm solitaire¿ stent retriever (medtronic) in a combined technique to retrieve the thrombus. The additional information indicated that the bleeding was noted on the 4th pass, when the react 71 catheter and the solitaire stent retriever were used. The bleeding occurred after the removal of the thrombus using the competitor aspiration catheter and competitor stent retriever. In the physician¿s opinion, what may have caused or contributed to the reported bleeding was the resolution of the internal carotid (ic) occlusion, when the thrombus was retrieved on the 3rd pass and recanalization was achieved. ¿then angiography revealed m1 occlusion and thrombus migration was suspected. M1 occlusion was retrieved by the 4th pass via the react 71 catheter and the solitaire stent retriever in the combined technique. At that time, the react aspiration catheter might have advanced too much and injured [the] internal carotid artery, which resulted in the bleed.¿ the physician did not think the embovac and the embotrap iii device had any contribution to the bleed. The vessel trauma / injury that resulted in the bleed was the injured internal carotid artery. The reported bleed resulted in the cerebral infarction that was caused by the internal carotid artery obstruction, which originally presented and remained after the procedure. A continuous flush had been maintained through the phenom microcatheter. The five (5) coils were successfully used for embolization and to treat the bleed. The coils used were ied coil(s) (kaneka) and target coil(s) (stryker). The reported bleed did not result in the prolongation of the patient¿s hospitalization. Information related to whether the event resulted in a clinically significant delay in the procedure could not be obtained; ¿the coiling time was needed.¿ procedural hemorrhage is known as a potential complication associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap IFU as such. Clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, may have contributed rather than the design or manufacture of the device. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with the return of normal blood flow. Given the hemorrhage that occurred during the procedure and device usage, although the exact timing of occurrence regarding device usage is not clear, the relationship between the embotrap and the bleeding cannot be ruled out. Although there was no reported device performance issue/malfunction, this event will be conservatively reported to the usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Additionally, there was the need for additional intervention by the usage of 5 additional coils to treat the bleeding. The complaint will be reassessed if additional information becomes available. Section e.1: initial reporter phone: (B)(6). Updated sections: a.2, a.3, a.5, a.6, b.4, d.1, d.2a, d.4, e.1, e.3, g.3, g.6, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00286 and 3011370111-2023-00054. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.